Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 one infusion set tubing was leaking at abdomen. The blood glucose level was 300 mg/dl. The infusion set is long for 2 and a half days. No further information available.